Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual analysis of the returned device revealed that the glass cap had a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge and the glass cap/tip was detached. The observed glass cap tip damage could potentially result in forward firing. The fiber proximal to fracture can rotate independently of the metal cap. The glass cap exhibited moderate devitrification at output window and the metal cap had severe charred detritus adhesion on surface. The connector cone, segments, and tabs appeared in good condition and secured. Based on analysis results, the reported event of fiber sheath damage cannot be confirmed. However, due to the observed glass cap damage, an evaluation conclusion code of unintended user error caused, or contributed to event was assigned to this investigation. The observed glass cap damage likely occurred due to elevated temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture and glass cap detachment. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that during a photo selective vaporization procedure of the prostate, the tip of the fiber pulled into the sheath. The procedure was completed with a second fiber without patient complications. The fiber was returned and analysis revealed that there was a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge that could potentially lead to forward firing.